Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse checked the system boot-up sequence and found that the system could not enter the application. Fse determined that the issue was due to a defect in the os disk. To resolve the issue, fse replaced the os disk and reinstalled the system software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.